Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 (scope communication error code), black image, foreign materials inside the air and water supply, halo inside the image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established (foreign materials inside the air and water supply) and cause traced to component failure (e216 (error message stating to clean the scope when plugged in, scope communication error code), black image, halo inside the image.). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the colonovideoscope had an error message stating to clean the scope. The issue was identified during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.